Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was at work and was feeling hot and dizzy while the cgm was reading 72 mg/dl and the blood glucose reading was 27 mg/dl. The patient started vomiting and called her boyfriend while she was still conscious, to bring her to the hospital, and then she passed out. The patient´s boyfriend took her to the emergency room around 9:20 pm (at that point the patient was still unconscious), where they took a blood glucose reading which was 46 mg/dl. The patient was treated at the emergency room with IV dextrose. The patient woke up at around 10:30 pm to 11:00 pm at the emergency room. During the emergency room stay, at some point the blood glucose reading was 232 mg/dl. The patient recovered after treatment and was discharged from the hospital the next morning at 7:30 am, at that time of the event the blood glucose reading was 150 mg/dl (no cgm values were available). Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.